Manufacturer narrative:
Limited information about the event was available. Attempts to follow up with the patient (user) and gain additional information did not receive a response. Due to the limited information available it cannot be determined if the report represents multiple events or if there is a single infection event that was resistant to treatment which involves a single suspect device.

Event description:
Intermittent catheter patient (user) said she had two bladder infections since the last order and is going through two catheters per hour.